Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons split in half inside vagina [device breakage] case narrative: consumer reported via email that the tampons split in half inside her vagina. No injury was reported.

Event description:
Tampons split in half inside vagina [device breakage] case narrative: consumer reported via email that the tampons split in half inside her vagina. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.